Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) arrived at the anesthesia machine, which was located in a general storeroom. Upon removing the back panels, the fse found that the pixie bus cable in drawer module three was partially connected and hanging loose. The cable had not been fully clipped into place. The fse reconnected the pixie bus cable and verified that it was securely in place. A follow-up with the customer was planned once the anesthesia machine was returned to the operating theater and connected to the network. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawer failure. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.